Manufacturer narrative:
Per further engineering evaluation, it was clarified. That there was no damage to the sheath or split observed on the return device. Based on these results, this complaint is no longer considered to be a reportable event. And a corrected report is being submitted.

Manufacturer narrative:
Investigation is ongoing.  This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2020-14200.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 valve, there was difficulty inserting the 2nd sheath in the patient. The valve was successfully implanted. Upon removal of the system, there were complications with the closure system. The femoral access could not be closed due to fragility of the patient¿s vessels. A surgical closure was performed due to closure device failure. The tip of the second sheath was noted to be split.   The patient expired two days post operational. The cause of death was due to hemorrhagic shock followed by multiple organ failure. The doctor suspected one possible cause was fragile vessels, not device relevant and described it as part of the unfortunate events.